Event description:
Unit had been operating on pt for approx. 6 hours. The pt had been nebulized approx. 1 hour prior to malfunction. The customer reported that the unit appeared to stall with no alarms. After approx 1 minute, the unit did alarm showing an occluded proximal line or inspiratory limb. The unit was removed from the pt and a new circuit was fitted to the device. The unit was turned on again and the unit showed the same alarm. The unit was then quick tested and it failed twice on the air flow delivery test before passing. There was no pt injury as a result of this malfunction. This MDR is being filed based on the indication that the alarm was delayed by approx 1 minute, according to the info provided the customer. Npb acknowledges the fact that this info can not be verified and may not be accurate.